Event description:
It was reported that it was not possible for the programmer's stylus to be calibrated to the screen. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis found that the stylus was missing, which made it difficult to reproduce the complaint. However, stylus calibration with the screen was required. The upper and lower display hinge bullets were missing, the media door was damaged, there were software update errors found in the error logs and the upper and lower handles were cracked. The device was cleaned, the upper and lower display hinge bullets were added, the media door was replaced, the upper and lower handles were replaced, software updates were installed, the stylus was added and calibrated. The programmer then passed electrical safety tests and all final functional and systems tests.